Manufacturer narrative:
The device was explanted on (B)(6) 2024. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. The ICD activated the safety backup mode several times due to the detection of invalid memory content. Based on the data available for analysis, the root cause of the reiterated invalid memory content is not determinable can only be clarified by an analysis of the device itself. It cannot be excluded that this occurrence resulted from a defective component. Biotronik has informed the health care professional about this analysis result, who decides, based on the patient's individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
This device has gone into back-up mode several times and has been reinitialized. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. The ICD activated the safety backup mode several times due to the detection of invalid memory content. Based on the data available for analysis, the root cause of the reiterated invalid memory content is not determinable can only be clarified by an analysis of the device itself. It cannot be excluded that this occurrence resulted from a defective component. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.